Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event. The user retrieved a second device and was able to successfully resuscitate the patient.

Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event. The user retrieved a second device and was able to successfully resuscitate the patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).